Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 02-oct-2024 and forwarded to millyard advanced medical products, llc on 03-oct-2024. The nurse clinical educator reported the patient was heading to the ER due to both pumps alarming for cassette problem. The patient reported the pumps were saying to disconnect and alerting that the environment was noisy. Troubleshooting was unsuccessful. No adverse event was reported. Logs from remote (B)(6) paired with pump (B)(6) show that 3 days before and on the date of the complaint, cassette problem and pump error alarms were generated. Logs from remote (B)(6) (paired with pump (B)(6) show that on the date of the complaint, excessive noise attention, pump error and cassette problem alarms were generated. During the investigation, test deliveries ran on both pumps generated no alarms. Both pumps functioned as expected. Visual inspection of the pumps showed evidence of fluid ingress. No cassettes or infusion sets were returned. The cause of the ingress cannot be determined. No further investigation is possible. Both systems functioned within specification because they alarmed accurately and entered failsafe states. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.